Event description:
It was reported that the patient underwent a lumbar laminectomy and fusion from l5-s1 with posterior instrumentation extending to l4-l5 to correct bilateral spondylolisthesis at l5-s1. At an unknown time post-op, the patient was diagnosed with a non-union at l5-s1. A cable component l4-s5 was found fractured. At this time, no further medical intervention has been reported.

Manufacturer narrative:
(B) (4). A review of the device history records did not reveal any non-conformances to specification which might contribute to the reported event. Neither the device nor films of applicable imaging studies were returned to the manufacturer for eval. Therefore, we are unable to determine the definitive cause of the reported event.